Event description:
In 2007, it was reported to boston scientific corporation that a procedure to place a wallflex enteral colonic stent was performed in 2007. According to the complainant, the pt was to have a sigmoid colon resection; however, the pt was experiencing "heart valve problem" and the stent was placed as a bridge to surgery. The stent placement was followed by a "biological aortic valve replacement" with the sigmoid colon resection to follow shortly. Reportedly, before the sigmoid colon resection could be performed, the pt experienced "intestinal passage problems" for two days and a colostomy was performed. While placing the decompression tube, the physician found an "existing perforation of the sigmoid colon" and sent the pt to surgery. The surgery was performed on a week earlier, during which the physician found deposits of "diffuse peritonitis" on the small intestine. The perforation was noted to be on the "right side in the lesser pelvis necessitating an anterior rectal resection." A placement of an end colostomy was also performed during this surgery. At the conclusion of the procedure, the pt's condition was reported as "recovered" and they were discharged from the hospital on eighteen days later.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The complainant has disposed of the subject colonic stent; a device evaluation could not be performed. The relationship between the device and the reported adverse event cannot be determined. A review of both the device history record and the product family complaint trend is in progress; results will be provided in a follow-up medwatch report.